Event description:
It was reported by the patient approximately three weeks post implant that they experienced '' a panic feeling'' in their chest. It was further reported by the patient that their personality is changing as, "I am kind of edgy all of the time now. I've never been this edgy. I can go off easy." The patient stated this thing wakes me up in the middle of the night and that there is something going on in my chest. "There are times when I am walking I can feel something going on in my chest. I get these crazy vibrations." The patient also stated they used to sleep a couple hours at a time and now they wake up every hour. It was further noted that they "received one of your little devices in my heart and when I push a finger on my right ear, I hear a vibration sound. The ear has gotten deaf from it. Does your device make sound?". It was further noted by the patient that they can feel their pacemaker kick in five to ten times an hour and questions that it works as it should. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.